Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the rc lag screw screwdriver would not thread into the im nail during surgery. A surgical delay of approximately 20-25 minutes was caused as the surgeon had to cut bone (which would have been cut for the impending hip implant) and use vice grips to remove the screw. Once the device was returned to the branch warehouse, the threads on the inner rods were found to have been stripped. Rep has provided pictures of the device and a sales order with patient sticker. The screwdriver that needs to be returned due to damage is not the rc lagscrew screwdriver, the damaged screwdriver is in fact the orthinox drive screwdriver ( catalog # 1213-9000 ) this is because doctor attempted to change out the ¿inner threaded rods¿ between all three lagscrew drivers intraoperatively once he realized that the rc lagscrew screwdriver was not threading into the back of the lagscrew properly.

Manufacturer narrative:
The reported event that lag screwdriver gamma 386 mm was alleged of issue (functional problems) could be confirmed, since the device was returned for evaluation and matches alleged failure mode. The device inspection revealed the following: the device shows signs of extensive usage, the elastosil handle was found to be damaged. Also, the threads on the connection rod of gamma lag screw driver was found to be damaged, thus it was not possible to assemble lag screw on the product and the functionality of the product is not fully given. The returned lag screwdriver is part of the product system gamma and was manufactured in november 2001. The gamma system was already phased out; the out-phase process started right after the introduction of the next generation gamma3® system in 2003. Based on the investigation the root cause is related to normal wear & tear of the product, as the device was in use for over 16 years (manufactured in 2001). A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.¿ the cleaning and sterilization guide states that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses.¿ it also mentions that ¿for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves.¿ and that ¿careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device¿ if any further information is provided, the investigation report will be updated.

Event description:
It was reported that the rc lag screw screwdriver would not thread into the im nail during surgery. A surgical delay of approximately 20-25 minutes was caused as the surgeon had to cut bone (which would have been cut for the impending hip implant) and use vice grips to remove the screw. Once the device was returned to the branch warehouse, the threads on the inner rods were found to have been stripped. Rep has provided pictures of the device and a sales order with patient sticker. The screwdriver that needs to be returned due to damage is not the rc lagscrew screwdriver, the damaged screwdriver is in fact the orthinox drive screwdriver ( catalog # 1213-9000 ) this is because doctor attempted to change out the ¿inner threaded rods¿ between all three lagscrew drivers intraoperatively once he realized that the rc lagscrew screwdriver was not threading into the back of the lagscrew properly.